Event description:
Client receiving dialysis began complaining of nausea, not feeling well, nurse noted diaphoresis, pallor and suspected hypotension. Observed treatment parameters and indicators as expected for this part of treatment per monitoring screen. Initiated treatment to resolve hypotension including trendelenburg position and ns bolus. Nurse observed clear fluid flowing out of machine around the back panel. Requested assistance of equipment and tech to remove pt from the machine. Client weighed and found to be 41 lbs lighter than expected. Tech found the pre uf pump assembly had separated and allowed ultrafiltrate and dialysate to leak out of the machine. Machine involved is due for annual maintenance check 8/96.